Event description:
While attempting to defibrillator a pt (age & gender unk) the device did not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent biomed testing was unable to duplicate the malfunction.